Event description:
It was reported that the patient called to report the patient's "lead stopped working". Follow up confirmed the lead the patient is referring to is the atrial lead. The lead was turned off because it was causing alarm to set off due to noise reversion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: cd2257-40q, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).